Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a calculus removal procedure performed on (B) (6) 2009. According to the complainant, they were unable to expose / bow the cutting wire enough and there was a clicking sound when the handle was actuated to expose / bow the cutting wire. The procedure was completed with another stonetome stone removal device. There were no pt complications reported as a result of this event. The pt's conditions at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4) (won't bow). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4)